Manufacturer narrative:
The customer provided response to the questionnaire regarding contaminated endoscope.the device was last reprocessed on 02-jun-2023. There was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air by using air/water channel cleaning adapter. The device passed the leak test. The detergent used for manual cleaning was neodisher endo md. The instrument /suction channel, suction cylinder and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was steelco ewt. There was no defect on the reprocessor. The detergent used was neodisher sc and disinfectant used was neodisher septo. All channels were connected with tubes when the endoscope was setting up into the automated reprocessor. The disinfection solution was within the expiry date and the disinfection solution met all the minimum effective concentration. The water filter was not replaced periodically in accordance with the instructions for use. The device was dried by wiping with clean towel/paper and blowing compressed tour. The endoscope was stored in a simple cabinet. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel and air/water channel was tested and there was no microbial detection. Overall, the results are in conformance with the requirements. The device was evaluated at the repair center. Due to a scratch on bending section cover, the insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in right direction does not meet the standard value. The distal end cover had a dent. The light guide lens was cracked. The adhesive on the bending section cover was worn out. The connecting tube had a scratch and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by user facility.

Event description:
The customer reported to olympus, the evis exera ll gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the air/water channel, working channel, suction channel and distal end of the scope was cultured. The working channel and suction channel tested positive for stenotrophomonas maltophilia. The user did not report any other contamination or serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - water filters were not replaced according to IFU a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.